Manufacturer narrative:
Results: rbc bath was misaligned on the aperture block. (B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 hematology analyzer leaked approximately 1ml of clear fluid, which was contained within the instrument. The customer observed the fluid dripping from the red blood cell (rbc) aperture while running patient samples. The customer also observed an increase in operator-defined h&h (hemoglobin and hematocrit) check fail errors. No erroneous patient results were reported out of the laboratory. The samples were retested on an alternate instrument and the results were reported. There was no report of death, injury, or impact on patient treatment in connection to this event. The customer was wearing a lab coat and gloves when the leak was discovered. There was no report of injury or exposure, and medical attention was not sought. The material safety data sheet (msds) was not reviewed, but there is an exposure control plan at the facility. The field service engineer (fse) confirmed the leak from the rbc bath. The fse determined that the rbc bath was not seated properly on aperture blocks. The fse re-seated the bath to resolve the leak and verified instrument operation. The service activity performed was verified per established procedures, and the results met published performance specifications.